Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. The pump and cylinders were removed and replaced with new components. No information about the patient's outcome was provided. Additional information received. The left cylinder herniated into scrotum because the patient had sexual intercourse earlier than instructed by physician. The patient had a good outcome.